Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's father reported via phone call that he had two reservoirs that may have malfunctioned. The caller reported that he could not get insulin into the reservoir while pushing the plunger. Blood glucose level at the time of the incident was not provided. The caller was advised that the reservoir would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir, inspected the snap cap and septum for anomalies none were found. Performed occlusion test by filling the reservoir with diluent, connecting to a new infusion set and placed into a medtronic 7 series insulin pump, performed a manual prime fluid flowed through the infusion set and out of the catheter tip conclusion: the reservoir is not occluded.